Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. The device was in a heated waterbath for four days. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole in the balloon material, starting 10mm from the tip of the device. Microscopic inspection of the markerband found no irregularities or defects. Microscopic inspection of the tip and proximal weld found no irregularities or defects. Microscopic and tactile inspection revealed numerous kinks in the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.2mm x 12mm threader balloon catheter was advanced for dilatation. However, during the 1st inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 1.0x6mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(6). Hospital. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilatation. However, during the 1st inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 1.0x6mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.